Event description:
It was reported that atrial lead exhibited noise. The lead was explanted and replaced during an associated lead revision. The patient was noted to be doing well post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found an external abrasion which breached the outer insulation at 17.3cm to 17.5 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implanted device. This likely contributed to the noise observed in the field.